Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a metatarsophalangeal (mtp) fusion it appeared that there was something stuck in the cannulation and a guidewire would not go through it. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 02-jun-2025. Further information was received that clarifies the issue further: it was reported that either there was something stuck in the screw or the cannulation was compromised so the screw did not fit over the guidewire.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned and no photos of the reported failure being provided, we are unable to confirm the reported event.